Event description:
It was reported that, "when implanted t.l. Straight inserted fractured the implant and went into position edge of l5. Vertebral body - pt suffered no adverse effects. But implant fractured".

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.